Event description:
Bone cement rough and not setting in time. Normally takes 9-10 minutes and took 24-25 minutes. Procedure delayed by 15-18 minutes. The problem was encountered during a knee replacement procedure.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the u.s. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.